Event description:
The customer reported the system would not boot up after transferring it to another room. There is no indication that a facility power fluctuation was the cause of the system not booting. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.